Event description:
It was reported that the atrial lead had exhibited a loss of capture as a result of lead dislodgement. No patient symptoms were reported. The lead was explanted and replaced. The patient was noted to be stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.